Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 23 (post-reset ram crc alarm). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer was able to clear the alarm and unable to rewind the pump. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1884 was requested and the customer's response was that the device will be returned.

Manufacturer narrative:
Additional information has been received regarding the patient weight change from 0 pounds to 160 pounds which was not included in the initial report. So, the correct patient weight as per new additional information is 160 pounds which is updated in section a4. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test and self test. No unexpected pump error 23 alarms during testing. The test energizer battery was removed from the battery compartment and reinserted after 60 seconds, less than 10 minutes, and more than 10 minutes. The pump powered up properly after insertion of the battery. No unexpected pump error 23 noted. However, pump error 15 was found in history file due to software issue. File number: 709, line number: 442. Successfully downloaded history files and traces using thump software. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. ¿ the pump was received with minor scratches on lcd window and scratched case. In summary, customer alleged pump error 23 not confirmed. Pump error 15 was found in history file on event date. Sw (possible sw). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.